Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of urinary incontinence is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. D4. Concomitant product UDI for pump is (B)(4) and for balloon is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. The patient noted that the device did not function properly whenever he entered or exited his car, prompting him to consult his physician. A cystoscopic evaluation was performed, but no internal issues were identified, and the cause of the excessive leakage could not be determined. The device remains implanted, and the patient was advised to seek a second medical opinion. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of urinary incontinence is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. D4. Concomitant product UDI for pump is (B)(4) and for balloon is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. The patient noted that the device did not function properly whenever he entered or exited his car, prompting him to consult his physician. A cystoscopic evaluation was performed, but no internal issues were identified, and the cause of the excessive leakage could not be determined. The device remains implanted, and the patient was advised to seek a second medical opinion. No further patient complications were reported.